Manufacturer narrative:
The device was returned to olympus and evaluated. The reported problem was confirmed; an obstruction was found in the nozzle of the scope. The identity of the material obstructing the nozzle was not identified and conclusive root cause was not determined.

Event description:
A user facility reported to olympus that the air/water channel of the scope did not have proper flow and was described by the user facility as "the water out of the lens seems like a little bit of a drip." In addition, the user facility reported that upon multiple test attempts to remove blood and/or protein in the biopsy channel, it tests positive for blood/protein despite multiple attempts at reprocessing the scope; the user facility reported that they suspected the channel was obstructed. The intended procedure in which the flow problem occurred was an esophageal dilation. A delay of 5 minutes occurred and the patient was under conscious sedation. The intended procedure was not completed. The user facility reported to olympus that there was no patient injury or harm associated with the problems. Per the user facility, the scope was not used for patient procedures until the test for "blood" was negative.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The results of the legal manufacturer's investigation are as follows: foreign material came out form the channels (incl. Aux water channel) the user checked the working channel during a patient procedure and found foreign material in it that looked like blood or protein. This is not a problem in itself, as blood and proteins can adhere to the device during an endoscopy. The biopsy channel can be judged normal since there was no problem with insertion of forceps and suction performance. Furthermore, it is not possible to determine if the blood detection test used by the customer was appropriate or not, because the customer has not provided information about the type of the test. However, it was reported that the device tested negative for blood after being reprocessed properly. Therefore, the subject events might have been caused by the reprocess method that deviated from the IFU but it cannot be conclusively determined. Based on the results of the device evaluation, it was determined that clogging of the nozzle with foreign matter was the cause of the event. It is possible that blood / protein was likely to adhere due to the presence of foreign matter in the nozzle. The handling method to prevent the occurrence of this event is mentioned in the IFU (reprocessing manual). If the IFU is followed, occurrence of clogging of foreign material in the nozzle can be reduced. It is inferred that the usage of the subject device deviated from the IFU. As stated in the instructions for use as a preventive measure: "preparing the equipment for reprocessing: all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle."